Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to site issue on (B)(6) 2018. The customer blood glucose level was unknown at the time of hospitalization. Customer stated the description of site issue was itching, gets really hard and red. Customer also stated that air bubbles are present in the syringe also needle broke off on insulin vial. The device will not be returned for analysis.